Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while the patient was sleeping. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. During investigation testing, alarms were produced that were similar to the customer-reported experience of "alarm for no apparent reason." Two observation runs were performed where the driver alarmed after six and 25 minutes of operation and were not recorded in the alarm history. These alarms were caused by a broken clip at j2, which allowed a temporary connection between two of the header pins, resulting in a voltage drop across the buzzer, which created an alarm tone without the presence of a condition that would trigger a fault alarm. The root cause of the customer-reported issue was determined to be a malfunction of the printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while the patient was sleeping. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.